Event description:
It was reported that the patient underwent a procedure for anterior cervical fusion, c6-7 with bmp. Post-op the patient complained of neck pain. At 39 months post-op, office visit impressions noted cervical radiculitis and myofascial pain. Patient underwent physical therapy. CT of cervical spine at 45 months post-op showed: c2-3 slight 2mm midline bulging c3-4 very slight 1-2 mm broad based bulging with foraminal narrowing c4-5 prior interbody fusion bone graft placement with bony bridging across adjacent disc space c5-6 interbody fusion bone graft placement with bony bridging across the adjacent disc space c6-7 interbody fusion bone graft placement with anterior screw-plate fixation, large central osteophytic spur extending posteriorly at c6-7 to ventral aspect of the cervical cord, moderate left and right bony foraminal narrowing at 47 months post-op the patient underwent a procedure for removal of hardware c6-7; anterior cervical discectomy and fusion with peek cage, allostem, and plate. Anterior cervical fixation with plate and screws c6-7. Bone spur found at c6-7.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.